Manufacturer narrative:
Neither the system nor the needles were returned for analysis. No investigation of the needles or system is required as the reported issue does not imply any failures or malfunctions of galil medical's products. This event represents a known inherent risk of a lung cryoablation and is identified in the labeling as a potential adverse event.

Event description:
As part of the solstice trial, subject (B)(6) underwent cryoablation procedure on (B)(6) 2015. Post-cryoablation chest x-ray demonstrated enlarging left upper lobe pleural-based opacity. A CT scan of the chest was performed which demonstrated a large pleural-based loculated hemothorax centered about a minimally displaced second rib anterior fracture, remote from the region of ablation. CT-guided aspiration performed, 150cc dark blood removed. Areas of venous blush identified within the hemothorax. Subject admitted to hospital for observation. On (B)(6) 2015, left vats surgery performed drainage of hemothorax and placement of chest tube. Post op course was significant for acute blood loss which required prbc transfusion. Rib fracture was positioned in contracoup position to the ablation. Therefore, this event was thought related to post-procedural cough. The chest tube was removed, the patient discharged resolving the event on (B)(6) 2015.